Manufacturer narrative:
Exact date unknown, event occurred several months ago from the aware date.

Event description:
It was reported initially that the patients ipg was not holding a charge and was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.